Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The referenced device was eval with an esg-400, an usg-400, and the td-tb400 transducer with no sparking and no alarm noted during eval. The device passed the probe check. There was dark charred stain found on the teflon pad and on the probe tip, and the teflon pad was slightly melted at the distal end. The manipulation jaw was found with minor tissue buildup. The wiper movement and the open/close consistency movement of the jaw was normal. The jaw and the probe aligned properly. The handle load and rotation knob torque were found without any issues. The device had forwarded to the original equipment MFR (OEM) for further eval. Please also cross reference 8010047-2013-00217.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the first handpiece sparked and the sys generated an alarm. A different but similar handpiece was subsequently utilized which produced a probe damage error. The handpiece was used again after it passed the probe check and the tip of the handpiece broke off and displayed an "u509" error code. The intended procedure was completed with a bipolar shears. There was no pt harm reported. Olympus followed-up to obtain additional info regarding this report. The first handpiece sparked while the device was inside the pt and it was replaced. During the amputation of cervix, the second handpiece displayed probe damage error twice and passed the probe check both times. As the users continued with the amputation, an "u509" error code reportedly displayed and the handpiece was removed for inspection again. Upon feeling the probe, the handpiece broke. The intended procedure was completed using monopolar scissors and a lyons dissecting forceps. The pt reportedly was released following the procedure.